Manufacturer narrative:
Philips service replaced the geo module wp kit and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the geo tso module was not detected, making geometry movements unavailable on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.